Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Insulin deliveries were resumed to address the issue. Tandem technical support educated the customer in regards to occlusions. Blood glucose level was not impacted.